Manufacturer narrative:
Results: heavily calcified and moderately tortuous arteries. Conclusion: heavily calcified and moderately tortuous arteries. Evaluation summary: the delivery system was returned to medtronic and its evaluation has been completed. The device was clean and the sheath was straight with the stent graft still loaded. The safety screw was retracted. There was a gap of 7mm between the proximal side of bullet and distal edge of stent graft. The delivery system was kinked at 44mm from end of graft cover located at the 7mm gap. The proximal end of graft cover appeared flared out and the graft cover was riding over the tapered tip by 3.5mm, likely due to force used while advancing and removing the delivery system through the calcified artery.

Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the left iliac artery was heavily calcified and moderately tortuous. It was reported that the bifurcated stent graft was successfully implanted. The contralateral limb was first lubricated with surgilube and then inserted through the left iliac artery. As the delivery system was being advanced, a lot of resistance was encountered and the decision was made to remove the device from the patient. Upon examination of the device, the proximal edge of the graft cover was found to be deformed. The physician elected to not use the device and another talent stent graft was used to complete the case. No additional clinical sequelae were reported and the patient is fine.